Manufacturer narrative:
Additional information regarding patient and device information was received. Section a4: during processing of this incident, further information regarding weight was not received. A patient experienced pain at the site of the ipg due to the ipg not sitting flat in the pocket was reported to abbott. As a result, the patient's ipg was repositioned to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg due to the ipg not sitting flat in the pocket. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was repositioned to address the issue.